Event description:
Customer reported to a lensar fse that a surgery was halted at 59% complete and the error message safety interlock detected was displayed. She also indicated that the posterior of the capsular bag had been ruptured.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.